Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates if reoperation: please provide the date; what were the findings on reoperation? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications product code and lot # . If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2016 and the mesh was implanted. The patient presented with recurrent incontinence and vaginal mesh exposure. Total removal of mesh with insertion of rectus sheath fascial sling was performed in 2018. Additional information has been requested.